Event description:
Facility reported a minor blood leak at the end of treatment. Estimated blood loss 252cc. As verified with rn, there were no adverse effects to the pt and nomedical intervention was required. MDR filed due to blood loss. Dialyzer was not saved for eval.